Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a prostatectomy, a rift was created when surgeon used the hemolock instrument. Top membrane got a rift. After rift, was created, gas was leaking. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. Nothing happened to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator was received. The circular and envelope seals were intact. The cannula was intact. The obturator was inserted into the trocar assembly with no binding or difficulty. The locking tabs on the obturator functioned properly. The device passed an air leak test. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.